Manufacturer narrative:
The ge biomed rebooted the machine, resolving the alarm condition. No report of patient involvement. The ge biomed rebooted the machine, resolving the alarm condition. No report of patient involvement.

Event description:
The hospital reported that, following replacement of the flow sensors, the unit alarmed 'no expiratory flow sensor' and 'no inspiratory flow sensor'. There was no report of patient involvement.